Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2010, a pt was implanted with two gore propaten vascular grafts in an ax-bi-fem bypass procedure. Two propaten grafts were sewn together and graft rings were removed from the graft for this procedure. On (B)(6) 2010, the graft placed in the fem-fem section was found to be clotted. The graft also appeared to be "eroded" near the right groin area. However, no holes were apparent. The 'erosion' was not at the suture line where the two propaten grafts were sewn together. It was reported that the pt's tissue looked fine and there was no evidence of an infection. A thrombectomy was performed, and the 'eroded' portion of the graft was covered with a bovine patch. The graft remains implanted, and pt is doing okay.